Event description:
The facility reports the nurse lifted a pt off the bed. As nurse pulled the hoist away, the leg disengaged and the hoist tilted to one side. The resident fell from the sling but was uninjured.